Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a procedure on an unknown date. According to the complainant, while using the forceps during a procedure, resistance was encountered when actuating the handle; opening and closing the forceps was not smooth. There was no noted damage to the device packaging. The physician used another radial jaw to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results- the device clevis was bent.

Manufacturer narrative:
(B)(4): during a visual inspection of the returned device, the clevis was found bent. A gage test was performed and found that the unit was out of specification. However, when the device was coiled up and actuated, the jaws opened and closed within specification and without any resistance. The condition of the returned device was not consistent with the complaint event of unsmooth jaw movement. The device, however, presented with a bent clevis. A root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.